Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following the implant of a micro-stent filtration device, a patient experienced several issues. One day postoperatively, after an unremarkable combined procedure, a patient experienced iritis. One month postoperatively the patient still showed signs of cells and flare. Medications were stopped and then started again. Approximately six months following implant, the patient demonstrated signs of mild macular edema. The patient continued to show signs of increased macular edema, persistent anterior chamber reaction, mild vitritis, and cme. The patient was referred to a uveitis specialist who started the patient on additional medications. An anterior chamber tap was performed with negative results. The patient was then referred back to the implanting surgeon for follow up visits. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of iritis, inflammation, and macular edema; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. The manufacturer internal reference number is: (B)(4).